Event description:
It was reported that the patient received inappropriate shocks. Review of the egms showed noise. When the pocket was manipulated, noise was observed on the ventricular lead. It was also noted that the pacing lead impedance had increased. A chest x-ray or replacing the lead was suggested.

Manufacturer narrative:
Na